Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope had no picture at all. A visual inspection was performed and showed the scope to have distal tip and fiber damage with cracked internal lenses. This is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that the device has no picture at all. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported.